Event description:
High blood glucose levels (200-300's mg/dl). Pt also reported that device generated an error that indicated the end of the temporary basal rate even though pt had not programmed a temporary basal rate in the device. Pt self-treated high blood glucose by delivering a 4-unit insulin bolus.